Manufacturer narrative:
(B)(4). Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported in the american journal of otolaryngology, vol 18, no 2 (march-april) 1997: pp 99-102, that: two different types of emg devices, a medtronic emg tube and an rln postcricoid laryngeal electrode, were placed concomitantly in 11 patients during 14 surgical procedures. Results of the study reported that "in one case, the xomed tube failed to provide emg responses." There was no patient injury or impact reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.